Event description:
It was reported from australia that craniotome device was stuck and difficult to detach from the motor device. During in-house engineering evaluation, it was determined that the device failed visual inspection due to corrosion on the shaft connection point and the tip of the cutter device broke off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the reported condition was not confirmed. The assignable root cause was traced to improper handling. UDI: : UDI: (01)unknown(21)unknown h4: the date of manufacture was unknown d4: the serial number and part number were unknown g4: PMA number unknown